Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose levels of 46 mg/dl on (B)(6) 2011. Bg value when admitted to hospital: 800-900 mg/dl. Cause of hospitalization per hcp: diabetic ketoacidosis. Treated and released on the (B)(6). Customer declined troubleshoot for low blood glucose. The customer was wearing the pump at time of hospitalization. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. Unit received with corroded battery tube. Unit received with end cap partially broken off, however the part of the end cap that has the drive support disk was still attached and functioning properly. Torn keypad overlay, minor scratches on case, minor scratches on reservoir tube window corners, cracked case at display window corners and minor scratches on lcd window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.